Event description:
Device was not in use or connected to the patient, but was in standby. Nurse smelled something burning and called respiratory therapist. Respiratory therapist came and noticed unit would not power on. Respiratory therapist removed the equipment from use and took to biomedical services.device #1is this a laboratory device or laboratory test?no.